Manufacturer narrative:
(B)(4). Replacement not needed at this time. Product problem not indicated. The complaint is related to improper use of device; unable to determine the most likely underlying root cause of malfunction. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
(B)(6) hospital (dr. (B)(6)) from phone number (B)(6) calling regarding patient (B)(6) ingesting 1 true metrix test strip on (B)(6) 2016 at 05:00am before his hand surgery. His doctor requested to know the chemistry and the safety data sheet information regarding ingestion. Customer rep explained that safety data sheets stated that if ingestion occurred, to follow instructions as per msds "if strips were swallowed wash out mouth with water provided person is conscious. Call a physician". Also explained that as per ghsds-tms-001, the true metrix blood glucose test strips contains glucose dehydrogenase-fad, mediator, buffers and stabilizers. Dr. (B)(6) wanted to know the chemical composition of the strips, specifically the mediators, buffers and the stabilizer to know if any of these were poisonous to the patient. Dr. (B)(6) then elaborated that the patient mentioned that he had ingested the strips prior to having hand surgery performed. Contacted (B)(6) in r and d department to obtain the information requested by dr. (B)(6) regarding the composition of the chemistry of the strips in reference to the poison control. Customer did not have any diagnostic tests performed but labs were performed specifically to his hand surgery. Customer is very groggy and has been vomiting. Dr. (B)(6) did not know if that could be attributed to hand surgery or ingestion of strips. Customer did not let staff know of his ingestion prior to surgery. Customer is somewhat forgetful according to dr. (B)(6) at (B)(6) hospital. Customer did not bring either the meter or the strips with him to hospital so we do not have serial information or lot number. Dr. (B)(6) stated that she took the patients word that it was a true metrix test strip although according to dr. (B)(6) patient is also forgetful.